Event description:
Additional information was received from the hcp via the manufacturing representative on 2019-aug-15. It was reported the patient had an unknown catheter implanted, however, the serial number (B)(6) was provided, along with the implant date of (B)(6) 2015. It was confirmed via a computerized tomography scan (CT) that the catheter had been sheared right outside of the entry to the intrathecal space. It was unknown when the CT scan was performed. The onset of the event was provided as march of 2019. A catheter revision was performed and an 8598 model catheter was used to get into the intrathecal space and was threaded to t5. The new catheter was then reconnected to the old catheter outside the intrathecal space, and anchored down to the fascia. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated this information was unknown, and the patient was nonverbal. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. It was indicated the device was being used to deliver 2,000 mcg/ml of lioresal at 100 mcg/day. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via (B)(6) therapeutics. It was indicated that as per a healthcare provider the patient was described as caucasian / white / not hispanic or latino. Their weight was 42.2 kg and their height was 4.5 ft. Regarding the patient¿s use of lioresal, it was noted that the concentration was 2000 mcg/ml; the drug lot number and ndc# was unknown. The hcp indicated that the current status was all unknown regarding withdrawals, personality changes, hard time breathing, saliva everywhere, difficulty sleeping, and irritable as the patient had discontinued care with their clinic. The dates and results of any medical evaluations for the reported events was further noted as not applicable. Regarding if the patient was hospitalized, this was also noted as having been not applicable. Regarding treatment of events, the patient had received two 50 mcg boluses that were administered on two separate occasions on (B)(6) 2019 and (B)(6) 2019. The patient had a positive response to both with a reduction in spasticity. The patient¿s concomitant medications taken/receiving at the time of the event included the following: acetaminophen (500 mg, 15 ml liquid to b taken by per g tube route every 6 hours, atropine 1% ophthalmic solution (1 to 2 drops under the tongue 3 times per day as needed (excess saliva; started (B)(6) 2019), azelastine 137 mcg (0.1%, 1 spray every 12 hours; started (B)(6) 2019), b infantis/b ani / b ion ./ b bifid probiotic 4 times oral (1 capsule by per g tube route 2 times per day, baclofen (lioresal) 10 mg tablet (1 tablet by per g tube 3 times per day; started (B)(6) 2019), "benifiber", guar gum (oral, 4 teaspoons powder by per g tube 1 time per day), bisacodyl 10 mg (1 suppository rectally 1 time per day as needed for constipation; started (B)(6) 2019), buspirone 7.5 mg tablet (by per g tube route 2 times per day), calcium carbonate / vitamin d3 (2.5 ml by mouth 1 time per day, cetirizine 1 mg/ml syrup (by per g tube 1 time per day, chlorhexidine 0.12% solution (15 ml in mouth or throat at bedtime as needed), diazepam 5 mls (5 mg total by per g tube every 6 hours as needed for muscle spasm), diphenhydramine 12.5 mg / 5 ml liquid (by per g tube every 6 hours as needed for allergies), discharge tube feeds (3 cans per day starting (B)(6) 2019), docusate 50mg/5ml (10 mls, 100 mg total by per g tube one time a day, started (B)(6) 2019), esomeprazole 20 mg (by mouth 2 times per day), glucosamine-"methylsulfonylmethane" 1,500-500 mg/30 ml liquid (by per g tube 2 times per day), ibuprofen 100 mg/5 ml suspension (800 mg by per g tube every 8 hours as needed for mile pain, moderate pain, or fever), lidocaine hcl 4% (topically, one patch onto skin every 24 hours), magnesium hydroxide 150 ml (orally 1 time per day as needed for constipation), melatonin 3 mg tablet (6 mg by per g tube at bedtime), menthol/zinc oxide (1 application topically as needed for skin rash), na phos, m-b/na phos, di-ba (1 enema rectally one time per day as needed), neomycin/bacitracin/"polymyxin b" (1 application topically 2 times a day as needed), nutritional supplement (nutren 1.0, by feeding tube), ondansetron 4 mg (4 mg by per g tube every 6 hours as needed for nausea and vomiting), polyethylene glycol 17 gram powder (by per g tube 2 times a day as needed for constipation; started (B)(6) 2019, quetiapine 100 mg tablet (0.5 tablets ¿ 50 mg total by per g tube 1 time per day as needed for sleep and agitation), senna 8.6 mg tablet (by per g tube 1 time a day as needed for constipation), sertraline 20 mg/ml concentration solution (200 mg by per g tube every morning), trazodone 100 mg tablet (1 tablet by mouth at bedtime); started (B)(6) 2019), and water bolus (65 ml/hr x 12 hours from 7 am to 7 pm). The patient¿s medical history included cerebral palsy. It was noted that the hcp had no further information on the case.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-aug-19. It was reported that the patient has pre-existing condition, cerebral palsy. Piece of anchor not sent in due to sending it to pathology. Revision took place on (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jul-29. Actions taken to resolve the broken/dislodged catheter included the patient been seen by neurosurgery. The issue was pending. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient¿s catheter had broken out of her spine rather serendipitously. They didn¿t know if the catheter broke in february, or 10 years ago. The patient¿s personality changed dramatically in february which appeared to be withdrawal, but it was not detected until july. The patient went into the emergency room (ER) in july with excruciating pain and they thought at the time the patient was maybe having constipation issues. They did a CT scan at that time and stated it was determined that the tip of the catheter that was placed in 2004 was no longer in her spinal column and had broken off. The patient then went on oral baclofen and the patient did not handle it well. It was further noted that the oral baclofen distressed the patient¿s swallowing and it was stated that the intrathecal baclofen worked much better. The patient went into the hospital on (B)(6), so the event with the oral baclofen was described as probably started on the (B)(6). The pump was turned down to ¿100" from "115". The patient seen a physician and he did the catheter revision surgery. On 2019-oct-14, additional information was received via (B)(6) therapeutics regarding information obtained via a healthcare provider. The patient was noted as being caucasian with a weight of approximately (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was gablofen (baclofen) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that the caller asked how to determine if a catheter is not working on the pump and who would patient services (ps) recommend to reinsert a catheter if the tip has been broke. Caller reports they suspect the catheter is not working since 2004 because they recently turned up the pump and there was no effect to the patient. The patient had to be rushed to the emergency room on (B)(6) 2019 and the ER doctor saw the catheter tip is broken and not inserted in the spine. The patient has been in great deal of pain and discomfort and in the last few months they seem to go into withdrawals. Their leg was getting stiffer and stiffer and one leg was scissoring. She asked the healthcare professional (hcp) if the catheter is working properly and hcp said that's a rare thing that occurred. The flow rate has been the same until (B)(6) 2019 when they turned up the flow rate. The patient has a lot of spasticity in the leg and is on oral baclofen and she gets nauseous and sleepy. They filled the pump with 20cc at 115 and increased it to 218.1. The caller requested physician listing and asked to find someone who is able to manage the pump therapy and could look at the device to provide the best relief for the patient. They ¿are not looking for lawsuit with anyone but just want the best care for her daughter.¿ she also asked for ¿adverse effect to observed medication into tissue.¿ she never saw improvement with patient but she is not sure if the catheter was not in place and if that's why patient wasn't getting relief. The situation is being addressed by the hcp. Ps reviewed information and recommend caller consult with the hcp office. Ps also provided the tech services number for the hcp to call. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer inquired about how long catheters last. It was noted that the patient was in excruciating pain and went to the emergency room (ER) in (B)(6)2019 and found out the tip of the catheter was not in the spine from a cat scan. It was reported patient was still struggling, having a lot of spasms. It was noted that the patient was on oral baclofensince (B)(6)2019 after having the catheter updated. It was stated they asked the healthcare professional to check the catheter to make sure the catheter was working fine. It was reported the patient was not able to swallow due to oral baclofen. The patient seems worse since (B)(6)2019. The patient has insomnia, can't sleep, has spams and throbbing and is struggling. It was noted they went to check the catheter integrity and found there was some discolor and they cleared the catheter from a clog or kink. The patient was in intermittent discomfort unless patient takes the baclofen and patient never took oral before. The patient is on oral "lioresal" and gablofen and when patient takes "lioresal" the patient seems better. It was inquired if the catheter would be compromise since it was implanted since (B)(6)2004 and hcp only replaced the kit and how do we test the integrity of the catheter. It was reported when the patient takes lioresal it helps, but patient changes, and patient is clammy and sweaty. It was noted they were working with the hcp office. It was reported when they do a bolus of 50 after the bolus wears off the patient is in the same distress and they turn up the pump to 300, so the bolus does not help long term. It was stated the symptoms are the same but the kink is not there and the hcp has replaced it with a kit. It was noted the catheter was up higher to the shoulder blade. It was stated the patient was getting 10 ml oral baclofen and lioresal and it seems to change the patient. The patient is clammy and distress, and it is knocking her out. They were wondering if there is crack in the catheter. It was stated the patient seems worse since replacing the catheter and turning it up, but no change in patient since february. It was noted the patient has spasm and wakes up. The patient had xray on monday. They were to follow up with the hcp to discuss checking catheter integrity. Device function was reviewed. It was noted they provided model 8709 for catheter from (B)(6)2004 and noted for 15 years the patient's pump has been running at 115cc and was turned up to 219. No further complications were reported/anticipated.